Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysterectomy due to sui and symptomatic uterine prolapse. Following insertion, the patient experienced pain, infection, urinary problems, organ perforation, bleeding, and vaginal scarring. (B)(4) ¿ urinary problems.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012, and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2013 due to sui with hypermobile urethra. It was reported that the patient underwent a transvaginal hysterectomy on (B)(6) 2012, but the mesh was contraindicated at that time due to the amount of blood loss during surgery, and as a result, the product was not implanted. It was further reported that the mesh was implanted on (B)(6) 2013. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysterectomy due to sui and symptomatic uterine prolapse. Following insertion, the patient experienced pain, infection, urinary problems, organ perforation, bleeding, and vaginal scarring.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and on (B)(6) 2013 mesh was implanted concurrently with a hysterectomy due to sui and symptomatic uterine prolapse. It was reported that the patient underwent a transvaginal hysterectomy on (B)(6) 2012, but the mesh was contraindicated at that time due to the amount of blood loss during surgery, and as a result, the product was not implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a hysterectomy due to sui and symptomatic uterine prolapse. Following insertion, the patient experienced pain, infection, urinary problems, organ perforation, bleeding, and vaginal scarring. Following insertion, the patient experienced pain, infection, urinary problems, organ perforation, bleeding, and vaginal scarring. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.